Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci products to perform failure analysis. Two universal seals were returned for analysis. Universal seal #1 was visual inspection displayed no signs of physical damage. The black rubber duckbill and septum were fully intact. No missing material was confirmed. No product issue was identified. Universal seal #2 was analyzed, and the reported complaint was replicated and confirmed. Universal seal #2 was found to have a tear on the black rubber septum. There was a circular tear, resembling a hole punch. The torn piece was missing and was not returned with the seal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a black foreign object that had fallen into the patient appeared on the monitor during the procedure, and it was retrieved. The procedure was completed.